Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was found to have been lodged in the device nozzle. The customer's originally reported issue of suction channel blockage could not be confirmed. The following additional findings were also noted: angle knobs not locking correctly, bending section cover adhesive is detached and cracked, bending angle does not meet specification, cap has scratches, light guide lens epoxy is worn, light guide tube has wrinkles, objective lens epoxy is worn, right/left knob is deformed, water removal ability does not meet specification due to clogging of the nozzle, and amount of water contact does not meet specification due to nozzle clogging. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their evis exera iii gastrointestinal videoscope device could not be reprocessed successfully due to a suction channel blockage. A nurse familiar with the device was reportedly performing the reprocessing. Upon inspection and testing of the returned unit, foreign material was found to have been lodged in the device nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.